Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch k9204e. The device was returned with the upper jaw detached and not returned. Upon visual inspection to the device, no anomalies were found with the electrode and ceramic as reported in the description. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, he took small bites and activated the button, but still the blade was not smooth while advancing. After a couple activations, the upper electrode fell off after showing some resistance. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.